Event description:
It is reported that a customer was hospitalized for pneumonia and high blood glucose level of 1000 mg/dl. The customer was constantly given bolus to correct the sensor and blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer stated that either they had a site issue or the transmitter was acting deficient. The customer stated that there is nothing wrong with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.